Event description:
This case was initially received via regulatory authority (food and drug administration (FDA), reference number: (B)(4)) on 11-aug-2015. The most recent information was received on 20-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/severe and persistent pelvic pain/ sharp pains everywhere') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I never had the confirmation test". The patient's medical history included jaw pain, abdominal pain, fatigue, gravida ii and parity 2. Concurrent conditions included asthma, arthritis, ovarian pain, ovarian cyst, vaginal odor, vaginitis, vulvovaginitis, urination pain, arthritis and fibromyalgia. Concomitant products included salbutamol for asthma, montelukast since (B)(6) 2016 for respiratory disorder as well as meloxicam and salbutamol sulfate (albuterol sulfate). In (B)(6) 2008, the patient experienced abdominal pain lower ("cramping"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced night sweats ("night sweats"). In 2009, the patient experienced pelvic pain (seriousness criterion medically significant) and headache ("horrible headaches every day/headaches/severe and persistent headaches"). In 2010, the patient experienced back pain ("low back pain/side pain and lower back pain") and cystitis ("bladder infection"). In 2015, the patient experienced the first episode of arthralgia ("joint pain"). On an unknown date, the patient experienced mood swings ("mood swings"), menopausal symptoms ("menopause symptoms"), feeling abnormal ("brain fog / feels like I am in a daze/feels like I am in daze/feel like my body is fighting"), memory impairment ("horrible memory loss"), hypersensitivity ("allergic reaction/allergy symptoms"), pain in extremity ("sore on the back of my leg every month/sores on leg"), the first episode of asthenia ("no energy"), malaise ("felt sick all the time"), nausea ("nausea"), respiratory disorder ("respiratory issues"), asthma ("asthma"), pain ("sharp pains everywhere"), ear disorder ("ear problem"), allergy to metals ("allergic to nickel") with dizziness, rash, pruritus and skin lesion, influenza like illness ("flu like symptoms"), the second episode of asthenia ("no energy"), the second episode of arthralgia ("severe and persistent joint pain") and depression ("depressed"). The patient was treated with ibuprofen (motrin) and paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, back pain, cystitis and the last episode of arthralgia had not resolved and the abdominal pain lower, mood swings, menopausal symptoms, feeling abnormal, memory impairment, hypersensitivity, pain in extremity, malaise, nausea, respiratory disorder, asthma, pain, ear disorder, night sweats, allergy to metals, influenza like illness, the last episode of asthenia and depression outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, asthma, back pain, cystitis, depression, ear disorder, feeling abnormal, headache, hypersensitivity, influenza like illness, malaise, memory impairment, menopausal symptoms, mood swings, nausea, night sweats, pain, pain in extremity, pelvic pain, respiratory disorder, the first episode of arthralgia, the first episode of asthenia, the second episode of arthralgia and the second episode of asthenia to be related to essure. The reporter commented: each insert extended into the cavity by 2-3 coils. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-dec-2019: medical record received- medical history and reporter added. All information like reporters, reference section, events and source document from deletion case: (B)(4) was added to this case. Events added: severe and persistent joint pain and depressed added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration (FDA), reference number: FDA-2014-n-0736-0307) on 11-aug-2015. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/severe and persistent pelvic pain/ sharp pains everywhere') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I never had the confirmation test". The patient's medical history included jaw pain, abdominal pain, fatigue, gravida ii and parity 2. Concurrent conditions included asthma, arthritis, ovarian pain, ovarian cyst, vaginal odor, vaginitis, vulvovaginitis, urination pain, arthritis, fibromyalgia and bacterial vaginosis. Concomitant products included salbutamol for asthma, montelukast since (B)(6) 2016 for respiratory disorder as well as meloxicam and salbutamol sulfate (albuterol sulfate). In (B)(6) 2008, the patient experienced abdominal pain lower ("cramping"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced night sweats ("night sweats"). In 2009, the patient experienced pelvic pain (seriousness criterion medically significant) and headache ("horrible headaches every day/headaches/severe and persistent headaches"). In 2010, the patient experienced back pain ("low back pain/side pain and lower back pain") and cystitis ("bladder infection"). In 2015, the patient experienced the first episode of arthralgia ("joint pain"). On an unknown date, the patient experienced mood swings ("mood swings"), menopausal symptoms ("menopause symptoms"), feeling abnormal ("brain fog / feels like I am in a daze/feels like I am in daze/feel like my body is fighting"), memory impairment ("horrible memory loss"), hypersensitivity ("allergic reaction/allergy symptoms"), pain in extremity ("sore on the back of my leg every month/sores on leg"), the first episode of asthenia ("no energy"), malaise ("felt sick all the time"), nausea ("nausea"), respiratory disorder ("respiratory issues"), asthma ("asthma"), pain ("sharp pains everywhere"), ear disorder ("ear problem"), allergy to metals ("allergic to nickel") with dizziness, rash, pruritus and skin lesion, influenza like illness ("flu like symptoms"), the second episode of asthenia ("no energy"), the second episode of arthralgia ("severe and persistent joint pain"), depression ("depressed") and blepharospasm ("right eyelid twiching"). The patient was treated with ibuprofen (motrin) and paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, back pain, cystitis and the last episode of arthralgia had not resolved and the abdominal pain lower, mood swings, menopausal symptoms, feeling abnormal, memory impairment, hypersensitivity, pain in extremity, malaise, nausea, respiratory disorder, asthma, pain, ear disorder, night sweats, allergy to metals, influenza like illness, the last episode of asthenia, depression and blepharospasm outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, asthma, back pain, blepharospasm, cystitis, depression, ear disorder, feeling abnormal, headache, hypersensitivity, influenza like illness, malaise, memory impairment, menopausal symptoms, mood swings, nausea, night sweats, pain, pain in extremity, pelvic pain, respiratory disorder, the first episode of arthralgia, the first episode of asthenia, the second episode of arthralgia and the second episode of asthenia to be related to essure. The reporter commented: each insert extended into the cavity by 2-3 coils. Concerning the injuries reported in this case, the following one were reported via social media: blepharospasm. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, regulatory authority, consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New event right eyelid twitching and reporter information were added. On 15-jan-2020: fu 13 & 14 were processed together. Social media received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration (FDA), reference number: FDA-2014-n-0736-0307) on 11-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/severe and persistent pelvic pain/ sharp pains everywhere') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I never had the confirmation test". The patient's medical history included jaw pain, abdominal pain, fatigue, gravida ii and parity 2. Concurrent conditions included asthma, arthritis, ovarian pain, ovarian cyst, vaginal odor, vaginitis, vulvovaginitis, urination pain, arthritis, fibromyalgia, bacterial vaginosis, bloating, nausea, chest pain, upper back pain, sore throat, fever, itching eyes, bronchitis and dyspnea. Concomitant products included salbutamol for asthma, montelukast since (B)(6) 2016 for respiratory disorder as well as meloxicam and salbutamol sulfate (albuterol sulfate). In (B)(6) 2008, the patient experienced abdominal pain lower ("cramping"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced night sweats ("night sweats"). In 2009, the patient experienced pelvic pain (seriousness criterion medically significant) and headache ("horrible headaches every day/headaches/severe and persistent headaches"). In 2010, the patient experienced back pain ("low back pain/side pain and lower back pain") and cystitis ("bladder infection"). In 2015, the patient experienced the first episode of arthralgia ("joint pain"). On an unknown date, the patient experienced mood swings ("mood swings"), menopausal symptoms ("menopause symptoms"), feeling abnormal ("brain fog / feels like I am in a daze/feels like I am in daze/feel like my body is fighting"), memory impairment ("horrible memory loss"), hypersensitivity ("allergic reaction/allergy symptoms"), pain in extremity ("sore on the back of my leg every month/sores on leg"), the first episode of asthenia ("no energy"), malaise ("felt sick all the time"), nausea ("nausea"), respiratory disorder ("respiratory issues"), asthma ("asthma"), pain ("sharp pains everywhere"), ear disorder ("ear problem"), allergy to metals ("allergic to nickel") with dizziness, rash, pruritus and skin lesion, influenza like illness ("flu like symptoms"), the second episode of asthenia ("no energy"), the second episode of arthralgia ("severe and persistent joint pain"), depression ("depressed"), blepharospasm ("right eyelid twiching"), fatigue ("tired"), weight fluctuation ("weight fluctuates") and hypoaesthesia ("numbness in face"). The patient was treated with ibuprofen (motrin) and paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, back pain, cystitis and the last episode of arthralgia had not resolved and the abdominal pain lower, mood swings, menopausal symptoms, feeling abnormal, memory impairment, hypersensitivity, pain in extremity, malaise, nausea, respiratory disorder, asthma, pain, ear disorder, night sweats, allergy to metals, influenza like illness, the last episode of asthenia, depression, blepharospasm, fatigue, weight fluctuation and hypoaesthesia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, asthma, back pain, blepharospasm, cystitis, depression, ear disorder, fatigue, feeling abnormal, headache, hypersensitivity, hypoaesthesia, influenza like illness, malaise, memory impairment, menopausal symptoms, mood swings, nausea, night sweats, pain, pain in extremity, pelvic pain, respiratory disorder, weight fluctuation, the first episode of arthralgia, the first episode of asthenia, the second episode of arthralgia and the second episode of asthenia to be related to essure. The reporter commented: each insert extended into the cavity by 2-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: normal pelvic ultrasound, uterus- retroverted, small nabothian cyst, bilateral ovarian foll; on (B)(6) 2014: an intrauterine contraceptive device is present within the upper endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, regulatory authority, consumer, consumer, consumer, consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptcfu 22 23 procssed together and 24 on 23-mar-2020: social media documents revived, new reporter and event weight fluctuates added, fu 22 23 procssed together on 23-mar-2020: social media: new reporter , event numbness in face added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration (FDA), reference number: FDA-2014-n-0736-0307) on 11-aug-2015. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/severe and persistent pelvic pain/ sharp pains everywhere') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I never had the confirmation test". The patient's medical history included jaw pain, abdominal pain, fatigue, gravida ii and parity 2. Concurrent conditions included asthma, arthritis, ovarian pain, ovarian cyst, vaginal odor, vaginitis, vulvovaginitis, urination pain, arthritis, fibromyalgia, bacterial vaginosis, bloating, nausea, chest pain, upper back pain, sore throat, fever, itching eyes, bronchitis and dyspnea. Concomitant products included salbutamol for asthma, montelukast since (B)(6) 2016 for respiratory disorder as well as meloxicam and salbutamol sulfate (albuterol sulfate). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2008, the patient experienced night sweats ("night sweats"). In 2009, the patient experienced pelvic pain (seriousness criterion medically significant) and headache ("horrible headaches every day/headaches/severe and persistent headaches"). In 2010, the patient experienced back pain ("low back pain/side pain and lower back pain") and cystitis ("bladder infection"). In 2015, the patient experienced the first episode of arthralgia ("joint pain"). On an unknown date, the patient experienced mood swings ("mood swings"), menopausal symptoms ("menopause symptoms"), feeling abnormal ("brain fog / feels like I am in a daze/feels like I am in daze/feel like my body is fighting"), memory impairment ("horrible memory loss"), hypersensitivity ("allergic reaction/allergy symptoms"), pain in extremity ("sore on the back of my leg every month/sores on leg"), the first episode of asthenia ("no energy"), malaise ("felt sick all the time"), nausea ("nausea"), respiratory disorder ("respiratory issues"), asthma ("asthma"), pain ("sharp pains everywhere"), ear disorder ("ear problem"), allergy to metals ("allergic to nickel") with dizziness, rash, pruritus and skin lesion, influenza like illness ("flu like symptoms"), the second episode of asthenia ("no energy"), the second episode of arthralgia ("severe and persistent joint pain"), depression ("depressed"), blepharospasm ("right eyelid twiching") and fatigue ("tired"). The patient was treated with ibuprofen (motrin) and paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, back pain, cystitis and the last episode of arthralgia had not resolved and the abdominal pain lower, mood swings, menopausal symptoms, feeling abnormal, memory impairment, hypersensitivity, pain in extremity, malaise, nausea, respiratory disorder, asthma, pain, ear disorder, night sweats, allergy to metals, influenza like illness, the last episode of asthenia, depression, blepharospasm and fatigue outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, asthma, back pain, blepharospasm, cystitis, depression, ear disorder, fatigue, feeling abnormal, headache, hypersensitivity, influenza like illness, malaise, memory impairment, menopausal symptoms, mood swings, nausea, night sweats, pain, pain in extremity, pelvic pain, respiratory disorder, the first episode of arthralgia, the first episode of asthenia, the second episode of arthralgia and the second episode of asthenia to be related to essure. The reporter commented: each insert extended into the cavity by 2-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: normal pelvic ultrasound, uterus- retroverted, small nabothian cyst, bilateral ovarian foll; on (B)(6) 2014: an intrauterine contraceptive device is present within the upper endometrial cavity. Concerning the injuries reported in this case, the following one were reported via social media: blepharospasm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headaches,menopause symptoms, abdominal pain further company follow-up with the regulatory authority, consumer, regulatory authority, consumer, consumer, consumer, consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- tired. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.